Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a normal generator change out, the device was interrogated and elevated capture threshold on the left ventricular lead was observed. Investigation was performed and only one polarity exhibited stable but high capture. After explanting the device, the pocket was revised and the leads were connected to the new device. The procedure was successful.